Event description:
Total knee arthroplasty was performed on 8/13/96. Revision surgery was performed on 10/16/97, due to fracture of the yoke component.

Manufacturer narrative:
A3 the sex of the subject pt is not known.